Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that since implant she was still leaking, leaks every time she coughs, barely making it to the bathroom and has gone back to wearing a pad. Patient adjusted setting up 2 points, but this did not seem to help too much. The patient also has had pressure on the top of her crack at the base of the tailbone. About 3 weeks ago the patient fell on her butt and was really sore which makes her feel like she has a bowel movement at the top of her butt. The other day the patient felt a sharp pain and sharp jolt at the implant site. Patient said when she would increase setting she would get that stimulation feeling for a while and would work for a little while, then increased again then would reduce. Patient said she also notices with anxiety she gets more bladder situations. The patient¿s doctor told her to call the manufacturer. Patient services worked with patient to turn stim off to see if the tailbone feeling would resolve, patient said not she did not notice any difference. Patient was on program 1 at 2.2 v. Patient turned stim back on and increased 2 points stated she could feel stim it was comfortable, and she would try it there. The patient was advised to see her doctor to get device checked to see if they had programming guidance and to report the fall. Patient requested a physician listing which was sent. No further complications were reported or are anticipated.